Event description:
Boston scientific received information that during an implant procedure this right ventricular (rv) lead was tested with a pacing system analyzer (psa) and revealed pacing impedances 1600-1700 ohms. The implantable cardioverter defibrillator (ICD) was then connected to the lead and pacing impedances were 1750 ohms. After pocket closure, the rv lead was tested again and revealed high pacing impedances greater than 2,000 ohms. A possible lead to device connection issued may have occurred and is unknown at this time. All other measurements were within normal range. A disk was sent into boston scientific technical services (ts) for review. The device and lead remain in service and the patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device and lead remain in service. A final report will be sent after information is received from boston scientific technical services (ts). If a revision procedure is performed, and the products are returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Manufacturer narrative:
At this time the device and leads remain in service and will not be returned to boston scientific; therefore the clinical observations could not be confirmed. No additional information was received from the disk that was sent into boston scientific technical services (ts) for review. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.